Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the device would not power on due to a damaged video terminal on the video connector. However, the specific cause of the damaged video terminal not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: a) there was a broken socket connector, b) the internal glass in the unit is cracked where the camera plugs in and shows color bars when you plug it in. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus the visera 4k uhd camera control unit, video connectors are broken but the connection is possible. The internal glass in the unit is cracked where the camera plugs in and shows color bars when you plug it in. The issue was found at an preparation for use. The procedure was unknown. There were no reports of patient or user harm associated with this event.